Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported her scs ipg is superficial and she fears it may protrude through her skin. The pt notified the physician of the issue; however, at this time no course of action is being taken due to the pt's personal issues. Additionally, the pt reported she's had her scs system off for months and does not use it.